Manufacturer narrative:
The customer technical specialist (cts) instructed the customer to drain the vacuum isolator chamber (vic), check the check valve under the wbc bath (cv 1) and the green air filters. The customer drained the vic, checked the cv1 check valve and the green air filters which were working fine and resolved the leak. The cts had the customer run the startup cycle and the cycle passed on all parameters. Upon recur; the failure mode identified could generate erroneous wbc and rbc results due to a counting/sizing error during analysis. (B)(4). Customer resolved the issue.

Event description:
The customer reported the vacuum isolator chamber was full and the wbc and rbc baths were overflowing on the act diff instrument. The volume was reported as 20ml and the leak was contained. No erroneous patient results were generated in connection with the reported event.